Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information provided: "customer reported: defect item. The item can no longer be rotated. No patient involvement". The product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the attune em tibial prox uprod revealed signs of heavy usage on its overall surface, including wear patterns around the shaft of the red knob. Additionally, the white ink backfilled into the debossed markings were found worn off and missing. The observed conditions of the device were identified as end-of-life indicators, damage consistent with repeated use and servicing. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. A dimensional inspection was not performed since it was not applicable to the complaint condition. Two functional tests were performed for the attune em tibial prox uprod: the first one testing the red knob by itself; and the second one using a j&j medtech orthopaedics sample (attune em tibial dist uprod, d254400003) as mating component. First functional test revealed the locking knob could rotate as intended. The second functional test revealed, that even with the condition observed on the knob shaft, the mating component could be assembled/disassembled and lock with no issue. No signs of undesired movement was observed. Therefore, reported allegation was not able to be confirmed. A manufacturing record evaluation was performed for the finished device pg229025 lot number, and no non-conformances nor manufacturing irregularities were identified. The overall complaint was not confirmed as the observed condition of the attune em tibial prox uprod would have not contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: 1) quantity manufactured: 49. 2) date of manufacture: 18-jun-2013. 3) any anomalies or deviations identified in DHR: none. 4) expiry date: n/a. 5) IFU reference: (B)(4), rev c. A manufacturing record evaluation was performed for the finished device pg229025 lot number, and no non-conformances nor manufacturing irregularities were identified. Device history review: a manufacturing record evaluation was performed for the finished device pg229025 lot number, and no non-conformances nor manufacturing irregularities were identified. Corrected: d4 (primary UDI number), h3, h4.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d9, d10. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that there was a defective item on an unknown date. The item could no longer be rotated. There was no patient involvement; issue was noted pre-operatively.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.